Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D10: unknown wagner stem. Unknown trilogy head continuum md biolox delta ceramic. Unknown trilogy screw. Unknown competitor cement. G2: villa jm, hosseinzadeh s, rajschmir k, manrique-succar j, higuera-rueda ca, riesgo am. A comparative analysis of 1.5-stage stem hybrid fixation versus two-stage exchange arthroplasty for periprosthetic hip infection : is a 1.5-stage exchange equivalent? Bone joint j. 2025 jun 1;107-b(6 supple b):62-69. Doi: 10.1302/0301-620x.107b6.bjj-2024-1088.r1. Pmid: 40449559. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The study reported that a patient in the 1.5-stage group was re-revised due to loosening. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.